Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege on various dates beginning shortly after surgery, patient suffered permanent physical injuries, significant pain, soreness and discomfort; difficulty sleeping, walking, and performing routine activities; inability to lead a normal life; elevated metal ion levels; emotional distress, anxiety, and mental anguish; economic losses including past and future medical expenses, loss of earnings, and impaired earning capacity.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.